Manufacturer narrative:
It was reported the unit remained on. Testing and inspection of the unit revealed that the switch was damaged in such a way that the spring designed as a safety shut-off device no longer functioned properly. We determined that this report was attributed to misuse on the part of the customer.

Event description:
It was reported the unit remained on.